Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the check button of the infusion device is defective. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for evaluation.